Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, after approximately 37-48 hours of pod wear, the patient experienced inaccurate blood glucose readings from the continuous glucose monitor (cgm) in use at the time (dexcom g7), which resulted in hospitalization. According to the report, the cgm measured low blood glucose when the patient¿s blood glucose was in fact high. Readings were reported to display as ¿high¿ on the omnipod controller, indicating blood glucose levels above 400 mg/dl. No specific blood glucose value was provided. The patient developed symptoms including vomiting, abdominal pain, and elevated ketone levels of 5.3 mmol/l, prompting them to seek medical attention. The patient presented to the emergency room at hospital (B)(6) in amboise and was subsequently transferred and admitted to (B)(6) hospitals of (B)(6) with a diagnosis of hyperglycemia and ketoacidosis. Treatment during hospitalization included an insulin infusion at a rate of 10 units per hour. At the time of reporting, the patient remained hospitalized, and no anticipated discharge date was provided. Additional information has been requested, and a supplemental report will be submitted if it is received.